Event description:
During the procedure to implant the excluder bifurcated endoprosthesis, a dissection of the access vessel occurred. A surgical graft was implanted to repair the dissection. In addition, blood loss in excess of 1 liter occurred. At the end of the procedure, the pt was fine. No allegation of deficiency regarding any of the exclduer devices used in this case was made.